Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was contacted by (B)(6) bar association on (B)(6) 2021 regarding an adverse event. The user facility performed a bronchoscopy on (B)(6) 2013. During the procedure, the patient bled and suffered cardiopulmonary arrest. The procedure was cancelled and the patient then passed away on the same day. The causal relationship between olympus device and the incident is unknown. The only available information regarding the device at this moment is that the clock on the monitor was behind.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h8/g2. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus could not confirm the relationship between the event and the device considering the following: - after the start of the bronchial endoscopy examination, bleeding occurred and then cardiopulmonary arrest occurred. The same day, the patient died. - the customer did not report any defects of the device. - since the actual product was not returned, the device could not be inspected. Olympus will continue to monitor field performance for this device.